Manufacturer narrative:
Investigation summary: bd received contaminated samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for low draw with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA #470822 and potential causes have been identified. As a result, corrective actions have been established and implemented.

Event description:
It was reported that low draw occurred with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "during use, the customer found 2ea. Tubes have low draw issue." 2 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that low draw occurred with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "during use, the customer found 2ea tubes have low draw issue." 2 occurrences were reported.